Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 279260001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator ins) did not work and that there was "a lead wire out". The wire was removed. When contacted for follow up information, the healthcare professional (hcp) reported that the patient was no longer in their practice. The indication for use for the device was noted as post lumbar laminectomy syndrome. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.